Event description:
A submarine plus balloon catheter was used in a pta and stent procedure of a calcified iliac artery. After dilatation and upon removal of the catheter through the sheath, the tip and a portion of the balloon became caught at the sheath and detached inside of the femoral vessel. The physician was able to retrieve the detached material using a j-type wire. There were no pt complications or injuries reported.

Manufacturer narrative:
No pt injury or complication was reported. The device was returned to the MFR for eval on (B)(6) 2009. Investigation not completed.